Event description:
Event description guidant received information that this ventricular implantable lead exhibited high pacing threshold measurements and loss of capture two days post-implant. It was concluded the lead had dislodged.